Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The cause of death was unknown cardiac. There is no known allegation from a health care professional that suggests that the death was device related. It was also reported that the patient presented to the emergency room a month back with complaint of chest pain and multiple syncopal episodes. The patient was hospitalized for 2 days. Cardiac catheterization and device interrogation did not show anything. The patient was discharged. The discharge diagnosis stated that chest tightness was due to unstable angina, and syncope and collapse ruled out cardiac arrhythmia.